Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the needle deployment was delayed and that the pink slide insert never moved forward into the viewing window. The customer's blood glucose reached 350 mg/dl before she removed the pod. The pod was worn for more than two days.